Manufacturer narrative:
Consumer reported the product caused burning in her eyes. The consumer reported using the product correctly, including allowing the lenses to soak for 12 hours, and not rinsing with the product before inserting the lenses. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation revealed it did not meet all product requirements with the returned lens case. A review of the manufacturing records associated with this case lot found the product met acceptance criteria at the time of release. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported the product caused burning in her eyes. The consumer reported using the product correctly, including allowing the lenses to soak for 12 hours, and not rinsing with the product before inserting the lenses. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.